Event description:
It was reported an external blood leak was observed originating out of the syringe of the heparin pump of an ak 96 machine. During hemodialysis therapy, the patient was receiving an iron injection via a syringe through the heparin pump. When the iron infusion was complete the syringe popped off ¿automatically¿ and the ak 96 machine triggered an unspecified alarm. The nurse then noted blood flowing out of the syringe. The set was clamped off. The volume of blood lost was 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter local technician (engineer). The on-site technician did not provide any further information other than the device was repaired. Due to the device not being returned, no further testing could be performed. Therefore, the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.